Manufacturer narrative:
Based on the information provided, it was determined that the sub-optimal tissue processing reported was derived from the "ben taub overnight" protocol comprising 70 cassettes, which started in retort b at 17:35pm on (B)(4) 2018 and failed at 19:08pm on (B)(4) 2018; the "rush 4 hour" protocol comprising 36 cassettes, which started in retort a at 18:34pm on (B)(4) 2018 and completed at 22:00pm on (B)(4) 2018; and the "ben taub overnight" protocol comprising 70 cassettes, which started in retort b at 19:14pm on (B)(4) 2018 and completed at 04:07am on (B)(4) 2018. Investigation of this complaint found that the instrument functioned as designed during execution of the protocols from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
On (B)(4) 2018, leica biosystems received a complaint that "tissue appeared white and chalky, microscopically no nuclear detail" following processing. The complainant advised that the processing runs in both retorts a and b ran to completion; and an error code indicating insufficient reagent had been displayed. On (B)(4) 2018, a leica biosystems senior applications specialist (fss) visited the laboratory in order to provide applications support. The fss documented that the sub-optimal tissue processing reported was derived from the "rush 4 hr" protocol and the "ben taub overnight" protocols started in retort a and b respectively at approximately 6pm on (B)(6) 2018; and recorded the ethanol concentration in bottles 3-10 inclusive both calculated by the instrument software and measured by hydrometer. The variance between the measured and calculated concentration was acceptable, with the exception of bottles 7, 9 and 10 in which the measured concentration was higher than the calculated concentration. The fss recommended that the carryover values for both protocols be revised as detailed; the reagent in one of the bottles designated as ethanol with a concentration of 100% be re-filled with 70% ethanol; an acid flush be performed to remove salt build-up and a <days> threshold be added for formalin. On (B)(6) 2018, the complainant reported that the actions recommended had been completed. On (B)(6) 2018, the complainant reported that tissue samples processed to verify the quality of tissue processing after completion of the recommended actions displayed the same artefact; and the fss documented that it was recommended that the complainant replace all reagents on the instrument. On (B)(6) 2018, the complainant stated to the fss that the quality of tissue processing was found to be satisfactory following replacement of all reagents and the instrument had been returned to routine use. The fss also documented that the complainant communicated the following information by email: "...out of the cases that were processed on those two runs, there was one case the pathologist was unable to provide a definitive diagnosis. There were others that the pathologist gave me to enter a qa comment to the case. I spoke to my director and she stated no incident report was needed with issue being internal. If clinicians need further information, then incident report is necessary." On (B)(4) 2018, the following information was provided to leica biosystems by the complainant in relation to patients from whom tissue samples were involved in this event: (B)(6), female, (B)(6) years: re-biopsy not applicable. Clinician notified that close clinical follow-up was advised; artefactual changes caused by improper processing limited interpretation and ihc staining results; and possible under reported results were noted. (B)(6), female, (B)(6) years: re-biopsy not applicable. Clinician notified that close clinical follow-up was advised; technical issues with processing significantly impacted diagnosis and limited interpretation and ihc staining results; and possible under reported results were noted. (B)(6), female, (B)(6) years: re-biopsy not applicable. Clinician notified that close clinical follow-up was advised; technical issues with processing significantly impacted diagnosis and limited interpretation and ihc staining results; and possible under reported results were noted. (B)(6), female, (B)(6) years: no re-biopsy. Clinician notified that clinical correlation with clinical findings recommended; and there was a comment in the final report that biomarkers may not be entirely representative. Refer to MFR. Report# 8020030-2018-00130; #8020030-2018-00131 and #8020030-2018-00132 for specific details of the other three (3) patients involved.